Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. The new device and existing electrode remain in service.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one week post-implant. A review of the episode showed an artifact was oversensed, resulting in the shock. The patient was seen in the hospital for troubleshooting. Noise was not able to be recreated; when the patient coughed, some noise was reproduced, but further manipulations and testing was not able to reproduce the noise while coughing. A review by technical services of the device data confirmed oversensing was observed in the alternate and secondary vectors. However, the primary vector could not be used because the r-wave amplitudes were too large for proper sensing. A loose setscrew or connection issue was suspected. The patient was sent home pending further evaluation. The patient received another inappropriate shock the next day and returned to the hospital for an invasive procedure to verify the connections. The pocket was opened and the physician tugged on the electrode, which remained inserted and seemed well fixed. The setscrew was then loosened and the terminal pin was removed. No notable blood was present on the terminal pin. A new device was connected to the existing electrode. No noise or wandering baseline was observed during the procedure. The device was programmed off and would be evaluated the next day. The next day, extensive manipulation of the device and electrode was performed and no noise could be reproduced. Therapy was programmed on and the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis confirmed the presence of the hole in the seal plug was the most likely cause of the artifacts observed while the device was implanted.